Manufacturer narrative:
The device referenced in this report has not been returned to olympus for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information or if the device is received at a later time, this report will be supplemented.

Event description:
Olympus was informed that during a video assisted thoracoscopic surgery (vats) on the left upper lobectomy procedure, the tip of the trocar spike became fractured and broke off inside the patient's chest cavity. The device fragment was retrieved using a sponge stick. However, the user facility was uncertain if all of the device fragments were retrieved from the patient. No x-ray was performed. There was no patient injury reported. Additionally, the procedure was successfully completed using a different but similar device. The patient was reported to be in good condition.